Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 8204967 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Based on the investigation and with no sample analysis the symptom reported by the customer can¿t be confirmed. This lot was produced for 0.36 mm units; this is a cpm of 5.5; we will continue monitoring the complaints of this lot and symptom. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (peura/rm (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the bd precisionglide¿ needle separated from the syringe during the injection, leaking medication onto the floor. The following information was provided by the initial reporter: "as mother was attempting to give injection the needle disconnected from the syringe and the medication went all over the floor. Mom does not think patient got any of the medication."